Event description:
Images were blurred. A 3d spin was performed to better assist in the care of the sub arachnoid hemorrhage patient whose care was being performed in ipp 9. Proper protocol was followed in producing the 3d spin but upon visualization of the data on the syngo workstation it had become clear that the system malfunctioned. The blood vessel was blurred and the imaging unusable.